Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was unable to perform rewind and basic occlusion, prime, the excessive no delivery and displacement test due to no esc and act button response. The insulin pump was received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer reported that he received a button error alarm. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's blood glucose was 106 mg/dl at the time of call. The customer stated that he treated the low blood glucose with juice. The customer declined to troubleshoot for the low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.